Manufacturer narrative:
(B)(4) - evaluation of the returned product found that on the panel side a the windows zipper slider body is open. Note: posey instructions for use on the canopy has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider. (B)(4).

Event description:
The customer did not provide any specific information for the reason of the return of the canopy because they already had it boxed up for shipping. There was no patient incident or injury reported. The product evaluation found that the panel side a zipper slider body is open.